Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their c501 analyzer. The customer provided data for two patients, of which one patient had discrepant potassium and chloride results that were reported outside the laboratory. The patient's sample was processed by the customer's modular pre analytics device. The initial potassium result was 3.18 mmol/l accompanied by a data flag. The initial chloride result was 114.5 mmol/l accompanied by a data flag. The original sample tube was pulled and placed onboard another c501 analyzer, serial number (B)(4) for repeat testing. The repeat potassium result was 4.03 mmol/l. The repeat chloride result was 99.2 mmol/l. The repeat results were considered correct. The patient was not adversely affected. The potassium electrode lot number was x78 and the expiration date was 03/31/2013. The chloride electrode lot number was a02 and the expiration date was 01/31/2013. The field service representative determined there was carryover from the other assays in cuvettes caused by aging rinse tubing. He replaced the rinse tubing assembly and the ise evacuation nozzle tubing from the valves to the vessel. He replaced the detergent tubing from the vacuum vessel to the mixing valves. The instrument was operational. Calibration and quality control were performed with no ise errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.